Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose levels (47 mg/dl). Reportedly, customer's health care professional recommended basal rate be adjusted due to the customer recently losing weight. Tandem technical support guided the customer through adjusting pump basal rate. Customer disconnected from the pump addressed low bg levels with glucose tablets.